Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found experiencing eight occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that the extension set leaked where it connects to the catheter. Pr 9 of 9: for date of event (B)(6) 2019. Per email: can you please provide a brief description of the event? Two nurses for the extension set leaking at the site where it attaches to the IV catheter. 2 cases noted. Where did the leak occur? At the catheter connection what was the set mated to? Bd insyte autoguarad 24 ga what is the model / lot number for IV set? Smartsite extension 20039e what was the intended programming (rate, volume, duration, concentration and size of the bag) 125 ml/hr was there any effect on the patient from the event (any patient harm or medical intervention?): no. What is the bd reference # and lot # of the 24g insyte autoguard? Ref 381412 lot #s 9128619 and 9122769.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9128619. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-08. Medical device lot #: 9122769. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-02. Initial reporter facility: the user facility address is not available, the corporate headquarters information was used instead. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found experiencing eight occurrences of leakage during use. The following has been provided by the initial reporter: it was reported that the extension set leaked where it connects to the catheter. Pr 9 of 9: for date of event (B)(6) 2019. Per email: can you please provide a brief description of the event? Two nurses for the extension set leaking at the site where it attaches to the IV catheter. 2 cases noted. Where did the leak occur? At the catheter connection. What was the set mated to? Bd insyte autoguarad 24 ga. What is the model / lot number for IV set? Smartsite extension 20039e. What was the intended programming (rate, volume, duration, concentration and size of the bag)? 125 ml/hr. Was there any effect on the patient from the event (any patient harm or medical intervention?)? No. What is the bd reference # and lot # of the 24g insyte autoguard? Ref #: 381412. Lot #s: 9128619 and 9122769.